Event description:
The boom arm assembly of the synchrony respiratory tracking system unexpectedly descended contacting the radiation technician. There was no patient involved.

Manufacturer narrative:
Accuray field service engineering investigated the event at the facility and confirmed that the extension coupler had become loose causing the boom arm assembly to unexpectedly descend. The event has been traced to a slow rotary creep of the coupling as the mounting system is manipulated in daily use. One of the vertical axes of rotation is directly lined up with the center of rotation for the thread of the coupling. Over time with the rotation of the axes there will be small amounts of torque on the coupling to extension joint. This will allow the connection to slowly work loose. All affected sites were notified of the potential problem via customer advisory notification.